Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. A CAPA investigation has been opened to understand the everpatch rate of wound dehiscence, conjunctival erosion, everpatch exposure, and surgical intervention and to understand how this correlates with alternative treatments for scleral reinforcement to cover glaucoma drainage tubes (e.g., donor tissue, pericardium, or scleral tunnel). The majority of everpatch customers were contacted and asked to share their postoperative clinical experience. Based on preliminary CAPA investigation results, corneat estimates the likelihood of occurrence for wound dehiscence is 10-15%, with all known cases being seidel negative (i.e., no wound leak). However, surgeons opted to perform revision surgery in approximately 5-10% of implanted patients. Early findings also show conjunctival erosions healed spontaneously (i.e., without surgical intervention) in approximately 1-5% of implanted patients. Importantly, there have been no confirmed reports of glaucoma device/tube exposure. These current adverse event rates for the everpatch compare favorably to published rates for wound dehiscence using tissue to cover the glaucoma tube. Geffen et al report: "conjunctival dehiscence is usually a benign, common complication after agv [ahmed glaucoma valve] insertion. It does not need repair as long as the tube is well covered. Agv tube or plate exposures are less common, occur later and were promptly repaired as per current practice." The authors reviewed the medical charts of 158 subjects and report 33.5% of subjects presented with wound dehiscence and 8.9% of subjects presented with glaucoma device exposures. There were no conjunctival complications in 57.6% of subjects. Reference: geffen n, buys ym, smith m, anraku a, alasbali t, rachmiel r et al. Conjunctival complications related to ahmed glaucoma valve insertion. J glaucoma. 2014;23(2):109-14. Conjunctival dehiscence is a common postoperative adverse event and an inherent risk of glaucoma drainage device implantation. The device instructions for use identifies the following possible complication: detachment of the device from surrounding tissue in case of trauma or when chronic inflammation is not addressed. Manufacturer reference #: comp (B)(4).

Event description:
On september 1, 2024, the manufacturer became aware of serious injuries involving the everpatch devices which were implanted in conjunction with glaucoma tube shunts. The surgeon uses a running 8-0 or 9-0 vicryl suture along the entire length of the incision, including the entire limbal portion and 2 anchoring sutures are placed in the everpatch. Three patients presented with postoperative exposure of the everpatch where the anterior edge of the everpatch became exposed; the patients underwent surgical revision for everpatch repair which consisted of trimming the anterior edge with sharp wescott scissors. Preoperatively, one patient had a very thin conjunctiva and absent or very thin anterior tenon's capsule; in retrospect this patient may not have been a great candidate for the everpatch. Additional information was requested on september 16, 2024.